Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer called emergency medical services due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 13 mg/dl. Customer was treated with food, glucagon and glucose tablets. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.